Event description:
After removing all of the fluid from the balloon, attempted to remove the catheter and felt resistance. Physician called to remove catheter, upon removal, it was noticed that the balloon had created a ring on the catheter. Blood noted on catheter at that time and report done. Manufacturer response for catheter, retention type, balloon, (surestep foley tray system) (per site reporter). Complaint report created.